Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. The manufacturer's field service engineer replicated the problem, and observed the reported condition when o2 was connected to the ventilator. The manufacturer's field service engineer replaced the o2 regulator assembly to address and correct the reported problem. The ventilator then passed an extended self-test and a full performance assurance was passed. The ventilator was then returned to the customer as repaired. The oxygen regulator assembly was return for analysis. An investigation was performed and the oxygen regulator test results were out of specification. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator in which there was air rushing out of the back of the vent. There was no patient involvement.